Event description:
It was reported that a scheduled transmission review showed noise being oversensed on the atrial channel. Further lead assessment was recommended. This device remains implanted and in service with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.